Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. In november, 2006, the patient was seen by a company representative for device evaluation. Tesing performed confirmed the device was not functioning. The patient's device was explanted.